Event description:
A user facility reported that an intraocular lens (iol) was scratched. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into pieces. Only half of lens returned. This portion was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/20/2009 and 03/11/2009 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/20/2009.